Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was attempted to be implanted within the trachea on (B)(6), 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was to ensure tracheal patency. Reportedly, the patient's anatomy was not dilated prior to the stent placement. During the procedure, the stent was advanced to the target site. The physician began to pull the suture in order to release the stent; however, severe resistance was met and he was unable to complete deployment. The device was removed from the patient. Outside of the patient, it was noticed that the stent was deployed by approximately 1 mm from its distal end. Additionally, tissue was found on the part of the stent that had deployed. A different device was used to complete the procedure. There were no patient complications as a result of this event. The patient¿s condition was reported to be good post procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was attempted to be implanted within the trachea on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was to ensure tracheal patency. Reportedly, the patient's anatomy was not dilated prior to the stent placement. During the procedure, the stent was advanced to the target site. The physician began to pull the suture in order to release the stent; however, severe resistance was met and he was unable to complete deployment. The device was removed from the patient. Outside of the patient, it was noticed that the stent was deployed by approximately 1 mm from its distal end. Additionally, tissue was found on the part of the stent that had deployed. A different device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 3 mm. No issues were noted with the profile of the device. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Manufacturer narrative:
Patient is over 18 years old. (B)(4) for the reported issue of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.